Manufacturer narrative:
Evaluation summary: based upon the inquiry info rec'd, visual and functional examination: the unit was found to require the 10a fuse and vso vacuum system to be replaced. The device was functionally tested, met all product requirements and returned to the customer.

Event description:
It was reported during set up of the control module for use in a breast biopsy, the vacuum wouldn't come on. They cycled the power and the unit wouldn't power on. Another control module was attained and the case was completed with no pt consequence.